Event description:
Implant failed due to an osseointegration problem. The event type has not been documented correctly in the original report. The event type has been updated.

Event description:
Implant failed due to an osseointegration problem.